Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device leaked air, had unintended activation/motion, cord damaged and component damaged. It was further determined that the device failed pretest for visual assessment: (verify that the cord is not damaged), loctite assessment: (verify housing pin (35) loctite is cured) and safety assessment: (cutter does not rotate, ¿e2¿ is displayed). It was noted in the service order that following an unspecified surgical procedure, it was observed that the device had a broken hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.